Manufacturer narrative:
An event regarding disassociation involving an accolade stem was reported. The event was confirmed for disassociation and altr. Method & results: -device evaluation and results: a visual inspection was completed as part of the material analysis report dated 11 august 2015. The returned devices are shown in figures 1 and 2. The part was examined with the aid of a stereo microscope at magnifications up to 50x. The anterior and posterior surfaces of the accolade stem are shown in figures 3 and 4, respectively. All surfaces of the stem trunnion exhibited wear from movement against the v40 head taper, with predominant material loss on the medial and laterals sides. The material analysis report concluded that: the accolade stem disassociated from the v40 head taper, causing movement between the v40 head taper and the accolade stem trunnion. This movement resulted in material damage and wear to the stem trunnion and taper junction, in addition to material loss to the stem trunnion. No material or manufacturing defects were observed on the surfaces examined. -medical records received and evaluation: a review of the provided information by a clinical consultant indicated that: there is a post event x-ray that further documents the trunnion damage but otherwise shows no procedure-related or otherwise clues to the root cause of the event. As such, there are no clues as to the potential cause of the event. The only relevant issue might be the presence of a 44-mm femoral head. The trunnion damage has the typical appearance of a pencil shape defect compatible with ¿toggle¿ movement of the femoral head on the taper where the energy is probably generated by the bearing friction between liner and femoral head, even though low but not negligible and progressive with head size. Based upon current information, this case cannot be solved. -device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Right hip revision of an accolade tmzf and 44mm head. Micro motion between head and trunnion and head came off of the trunnion. Stem, head and liner replaced with restoration modular. Update per sales rep on 7.23.15: trunnion wear due to disassociation of head.

Event description:
Right hip revision of an accolade tmzf and 44mm head. Micro motion between head and trunnion and head came off of the trunnion. Stem, head and liner replaced with restoration modular. Update per sales rep on 7.23.15: trunnion wear due to disassociation of head.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.